Manufacturer narrative:
The acunav volume device has been requested for return to undergo evaluation by the manufacturer. From the acuson acunav volume ice catheter directions for use: adverse reactions; adverse events related to cardiac catheterization have been documented. Adverse events related to cardiac catheterization include (but are not limited to): femoral artery or vein injury, thrombosis, pseudoaneurysm, cardiac perforation, air embolism, pulmonary embolism, myocardial infarction, valve or structural cardiac damage, cardiac tamponade, pneumothorax, hemothorax, arteriovenous (av) fistula, stroke, and death. (B)(4).

Event description:
During a watchman implant procedure, there was a perforation of the patient's left atrium. After deployment of the watchman device, the physician exchanged the watchman introducer sheath for a 14 fr introducer sheath. The physician attempted to position an acunav volume intracardiac echocardiography (ice) catheter into the left superior pulmonary vein to visual the implanted watchman, but was unsuccessful and decided to image from the left atrium. After scanning for a short period of time, spontaneous contrast was observed as the catheter was being removed. The physician requested a transesophageal echocardiogram (tee), and pericardial effusion was noted. The physician immediately performed a pericardial centesis. Large amounts of blood were being removed and re-administered to the patient. A cardiac thoracic surgeon then performed a repair of the 4 mm hole located on the roof of the left atrium. A cause for the perforation was not identified. Following the procedure, the physician indicated the patient was intubated, stable, and recovering appropriately with an expected discharge next week.

Manufacturer narrative:
G4: corrected 510k number. H6: added investigation codes. H7,h9: added recall information. Investigation results: the acunav volume catheter used in the procedure was returned and analyzed. No device malfunction was found. It passed all functional tests, and a review of the device history record did not show any non-conformances at the time of manufacturing. Additional tests were also conducted on acunav volume sample catheters to evaluate the buckling response in mechanical testing and during use in an animal model. Testing showed the catheter will buckle when pressure is applied at the tip to mitigate the risk of perforation by keeping the applied force below the minimum perforation force. However, the use of a sheath covering the articulation section of the catheter disables the design mitigation against perforation by constraining the buckling portion of the catheter. It was concluded that the reported cardiac perforation was likely caused by the use of an 85 cm mullins sheath that only allowed 30 mm of the catheter tip to be exposed. This likely disabled the design mitigation against perforation by constraining the buckling portion of the catheter. The acunav volume user manual contains the following warnings under safety and care during use: warning: carefully manipulate the catheter to avoid cardiac damage, perforation, or entanglement. When you encounter resistance, do not use excessive force to advance or withdraw the catheter. Perforation of the vasculature is an inherent risk of any catheter placement. A number of serious adverse events have been documented for cardiac catheter procedures, including pulmonary embolism, myocardial infarction, stroke, tamponade, and death. Warning: do not use excessive force to advance or withdraw the catheter. Using excessive force to advance or withdraw the catheter can result in patient injury or death. If you encounter strong resistance during catheter articulation, discontinue the procedure. Identify and address the cause of the resistance before resuming the procedure. Withdraw and redirect the catheter as needed. Reference (B)(4).